Event description:
It was reported that outside of surgery there was a damaged product identified. There was no harm or injury to patient as there was no patient involvement. Due diligence is complete. No additional information is available. During device evaluation the motor speed was unstable. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: italy the investigation is complete. This is an initial final report submission. Review of the most recent repair record determined that the motor had unstable speed and cable had contact issues. The motor and plug harness were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.